Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insertable cardiac monitor (icm) was failing to be interrogated. The icm was not used. The physician continued with another icm and completed the procedure. The patient was in stable condition.